Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). Concomitant products were used during this study: carto 3 system. (B)(4). The device was not returned to bwi..

Event description:
It was reported that one male patient underwent an pulmonary vein isolation procedure using smarttouch thermocool catheter. The patient was discharged home in stable condition, but re-admitted to the hospital the next day for medical treatment for pericarditis. The patient was fully recovered. No bwi device malfunctions were reported. The physician reported the event as being procedure related.

Manufacturer narrative:
The device history record (DHR) for the lot number 17285379m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.